Event description:
It was reported that during a balloon ablaltion procedure, the controller displayed a thermocouple error code, 5806. The unit alarmed a total of three times. Two different catheters were attempted and the umbilical cable was exchanged with no success. A separate catheter was obtained from another facility and the treatment was finished with no consequences to the pt. Surgery was extended for 2 hours.